Manufacturer narrative:
The laser probe was received and a visual assessment of the returned sample showed to have excess adhesive in the nitinol-cannula junction. Further evaluation found the laser probe did not meet product specifications. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 12 months did not indicate any additional related reports for this reported laser probe. It should be noted that the laser probes are visually inspected during manufacturing to verify the tips are conforming. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy surgery, the shaft of the laser probe was bent and the tip did not enter through the trocar cannula when inserting into the eye. The surgery was completed after replacing the product with another one. The customer stated they did not bent the tip when opened the product. There was no harm to the patient.